Event description:
On (B)(6) 2014, the reporter contacted animas alleging no power in the pump. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the pump was unable to be powered on with the returned battery cap due to damaged threads and a missing ground spring on the battery cap. A test battery cap was used for all testing and was able to be fully tightened; the pump was exercised with the test cap for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the initial complaint, the battery compartment was observed to be cracked below the grip pad and the display was dim and discolored. The black box dates were from (B)(6) 2014 to (B)(6) 2014 with no unexplainable power reset events observed. The pump case was removed for further investigation and no evidence of loose components or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.